Manufacturer narrative:
Unable to verify missing segment due to constant flashing white light on the display. The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller electronic board. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event.  The device has been returned, but not yet evaluated.  Further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump flashes a white screen and was dropped. Customer's blood glucose level was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.